Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured at 20 atms on the second inflation. (The numder of atms reached on the initial inflation is unknown.) The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a terumo runthrough guidewire and a 7f terumo jl4 guide catheter to cross the lesion. The quantum maverick monorail 15/2.75mm balloon was being used to predilate the lesion for placement of a cypher 3.0/18 mm stent. The quantum maverick monorial 15/2.75 mm balloon was removed and the procedure was successfully completed by placing the cypher stent as planned. No pt injuries or complications were reported. Patient status is reported as 'good'.